Event description:
It was reported that pump displayed malfunction alarm code Malf 03, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted Technical Support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if malfunction alarm appeared again, which customer acknowledged and understood.